Event description:
During planned repair of aaa (abdominal aortic aneurysm) with stent graft, b/l femoral cutdowns, and left femoral endarterectomy the left common femoral artery was accessed with placement of an 8 french sheath. During the procedure a wire and vert catheter were used to navigate the iliac artery to place a wire in the thoracic aorta. When removing the vert catheter, the tip broke off with approximately 10 cm remaining on the wire at the aortic bifurcation. FDA safety report ID# (B)(4).